Event description:
The customer reported a problem with the device and requested servicing. There was no reported patient involvement. On (B)(6), 2010, new information was provided by a local 3rd party repair service to whom the device had been sent for evaluation and repair. It was clarified that the symptom was a blank display.

Manufacturer narrative:
(B)(4): the customer reported a problem with the device and requested servicing. There was no reported patient involvement. On (B)(4), 2010, new information was provided by a local 3rd party repair service to whom the device had been sent for evaluation and repair. It was clarified that the symptom was a blank display. The problem was resolved by replacement of the inverter board.